Event description:
Gauze packaged within the angiography pack was frayed. The potential exist that a particle of gauze could be drawn up into a syringe and administered to the patient. Manufacturer response for angiography pack, angiography pack (per site reporter) equipment failure reported to medline representative on [date redacted] by risk manager. No response at the time of this report.